Event description:
It was reported by customer that etco2 module sn: (B)(6) device is giving an error code not found in the manual. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code was confirmed and replicated during the investigation. External and internal inspection of the returned devices showed the next anomalies: 1. Dent on the suspect module display. 2. Damage on the case of the module. 3. Missing latch assembly. 4. Snap rivet from power supply board broken. 5. Connector j3 detached from the power supply board. All parts inspected were manufactured by bd. The facility was not reporting date or time of the event, also was not provide the logs of the devices. The suspect etco2 module was attached to a known good laboratory pcu, and their logs were downloaded and analyzed for any issues associated to error codes. During the log review, the next activity was reviewed related to the issue complaint: a. The error code 571.6240.1 was displayed a total of two (2) times. B. The error code 500.5040.0 was displayed only one (1) time. C. All the error codes displayed were performed when the device was attached. No other relevant activity was observed on the log review. The suspect etco2 module, in its as-received condition, was connected to a known good laboratory pcu that was powered on to observe the functional state of each module. The suspect etco2 module began the initialization process. Approximately twenty (20) seconds after being connected, the pcu triggered an alarm indicating channel error 571.6241. Following this, an internal inspection was performed to verify the board connections. It was found that connector j3 had detached from the power supply board. The connector was reattached, and the suspect module was reassembled and tested again with a known good pcu to check for replication of the error code. No errors occurred after reconnecting the suspect etco2 module to the known good pcu. Subsequently, further evaluation was conducted by performing preventive maintenance (pm) on the suspect device, in accordance with the procedural guidelines detailed in bd alaris system maintenance, version 12.3.0, chapter 4 ¿preventive maintenance for the etco2 module. The evaluation involved connecting the suspect etco2 module to a verified, functional service pcu and executing the asm v12.3 preventive maintenance test procedure. Due to findings during the external inspection, the instrumental inspection test failed; however, all other tasks were successfully completed. The bd alaris system with guardrails suite mx v12.3.2 user manual appendix a ¿troubleshooting and maintenance provides information on alarms and alerts that may occur during use of the etco2 module. There was no patient involvement. Notes to repair center: suspect etco2 module s/n (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code is being attributed to a disconnection between the oridion board and the power supply through the j3 connector. Note that this report lists imdrf annex a0401, a0404, g02017, g02005, c070606, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that etco2 module sn: (B)(6) device is giving an error code not found in the manual. There was no patient involvement.

Event description:
It was reported by customer that etco2 module sn: (B)(6) device is giving an error code not found in the manual. There was no patient involvement.

Manufacturer narrative:
Correction: PMA / 510(k)#. Additional information: imdrf annex d code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.